Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reported that the patient experienced a coude catheter falling out despite the balloon being inflated to the standard 10 cubic centimeters. The catheter was flushed after removal, and the balloon did not remain inflated. The product involved was bx ic 2w 5cc red coude.